Event description:
It was reported that on clinical activity review fastseal map 1009, 1 patient had a knee hematoma, joint infection and required a wound vac after a tka procedure using a fastseal wand. It is unknown how was the event treated. Patient outcome is unknown. No further information is available.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. As per new information received this event is not reportable as the device is not involved in the event . If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly, and a further report submitted outlining both the event details and our investigations performed.